Manufacturer narrative:
Results: bd received 2 used samples were received from customer, the actual sample, and one other from same lot# 6130960. Microscopy examinations were conducted on both to view possible damage along tubing as well as male and female luer pieces. No damage was identified as being a possible cause on either sample, for the customers indicated failure mode of leakage. A DHR review was not required as tubing leakage (np, IV end) is being investigated under CAPA (B)(4). Conclusion. Investigation failed to duplicate or find customers indicated failure on inspection of used samples. A CAPA investigation is underway for reported failure mode. (B)(4).

Event description:
It was reported that blood leaked from back end of hub of a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. There was a hissing sound and then blood leaked from back end of hub. No serious injury, blood to mucous membrane exposure or medical intervention was reported.